Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, low reading being 00, 30 is the minimum. Visual observation noted cable insulation is peeling away, and wires were exposed. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last few weeks they have been having trouble charging their implant. Caller stated they kept getting a message that said to try again and again, and when they looked at the equipment today they noticed that the copper wire was exposed at the paddle. Caller added that if they lay on the paddle and move a little bit, the connection goes out and the cord gets warm to the touch. An email was sent to the repair department to replace the recharger. Pt reported that he received the rtm cord and it worked for 1 to 2 min but then the controller screen went funny - pt stated he was seeing overlapping screens and now the controller is not responding. Pt removed the li battery and connected the controller to ac power and verified the controller powered up. Pt put the li battery back in and verified the green light is solid. Pt connected to the ins and verified the controller is 100% and the ins is 70% pt turned the ins on and connected to charge the ins with excellent charge quality. .

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.